Event description:
Customer reported that she woke up and the display on the insulin pump was blank. Customer removed and reinserted the battery and it alarmed battery out limit. The battery cap is being replaced. Blood glucose value is unknown. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.